Event description:
A female patient who underwent breast surgery involving mentor memorygel, 350cc silicone prosthesis experienced right sided symptomatic rupture, and capsular contracture unknown grade post-operation. The MRI, ultrasound examinations confirmed the rupture. As a result, patient underwent bilateral replacements with cat: smhb500 on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, and capsular contracture unknown grade mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 22, 2025, patient capsular contracture grade was ii, and ethnicity not hispanic/latino. The MRI examination confirmed the rupture. Patient also experienced mammary fold asymmetry issue. As a result, patient underwent bilateral capsulectomy, and exchange as follow: r/ sn:(B)(6), l/ (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on (B)(6) 2025 per (B)(4) with the available information about the reportable event. Updated coding: removed pec - silent rupture (post-implant) and added pc ¿ breast pain, pec - rupture symptomatic (post-implant) per (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on may 21, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).